Event description:
It was reported to boston scientific corporation that a wallflex rx biliary fully covered stent was implanted within the distal common bile duct on (B)(6) 2010 as part of the (B)(4). According to the complainant, the patient was previously diagnosed with chronic pancreatitis (unknown diagnosis date). On (B)(6) 2010, liver function tests were performed and no symptoms were noted during a baseline biliary obstructive symptoms assessment. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was not performed during the study stent placement procedure as a previous sphincterotomy had been performed. The stricture was dilated prior to study stent placement with a plastic stent and balloon. The plastic stent was removed during the procedure prior to study stent placement. The study stent was deployed in a satisfactory position across the stricture. The subject was treated as an outpatient. On (B)(6) 2010, during a follow up visit, the patient experienced mild cholangitis. The patient complained of fever and right upper quadrant (ruq) pain radiating to the back with associated nausea. The patient was treated medically (the type of medication was not provided). Despite complaints of fever, the patient remained afebrile throughout the hospital admission. On (B)(6) 2010, the patient was discharged from the hospital with oral antibiotics and the event outcome was considered resolved.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Pain, nausea, and cholangitis are all listed as potential complications in the directions for use (dfu). Therefore, as the complaint is due to known physiological effects of the procedure, the most probable root cause is "anticipated procedural complication."

Manufacturer narrative:
Foreign source: (B)(4). Study source: (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex rx biliary fully covered stent was implanted within the distal common bile duct on (B)(6) 2010 as part of the (B)(4) clinical trial. According to the complainant, the patient was previously diagnosed with chronic pancreatitis (unknown diagnosis date). On (B)(6) 2010, liver function tests were performed and no symptoms were noted during a baseline biliary obstructive symptoms assessment. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was not performed during the study stent placement procedure as a previous sphincterotomy had been performed. The stricture was dilated prior to study stent placement with a plastic stent and balloon. The plastic stent was removed during the procedure prior to study stent placement. The study stent was deployed in a satisfactory position across the stricture. The subject was treated as an outpatient. On (B)(6) 2010, during a follow up visit, the patient experienced mild cholangitis. The patient complained of fever and right upper quadrant (ruq) pain radiating to the back with associated nausea. The patient was treated medically (the type of medication was not provided). Despite complaints of fever, the patient remained afebrile throughout the hospital admission. On (B)(6) 2010, the patient was discharged from the hospital with oral antibiotics and the event outcome was considered resolved. Additional information received since (B)(6) 2011. The adjudication results for the event of mild cholangitis with an onset date of (B)(6) 2010 indicate that the event was related to the study stent. No imaging or reintervention was performed as result of this event and the stent remains implanted.